Event description:
Treatment of an mca (middle cerebral artery) and m1 bifurcation aneurysm in tortuous anatomy. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil after 50-60% percent of the pipeline was deployed. The physician manipulated the marksman catheter (wagged the tail) and torqued the pusher several times despite not seeing the distal tip coil moving, but was not able to release the pipeline from the capture coil. During the process of torquing the pusher, the distal tip coil separated from the pusher and the pipeline was pushed into the target vessel. The distal tip coil fell back inside the deployed pipeline and it was left inside the pipeline since the outcome of the procedure was satisfactory. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline remains in the patient along with the distal tip coil, but the pusher has not been returned for evaluation. (B)(4).